Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this system was subsequently explanted and returned for testing. No additional adverse patient effects were reported. This product is being evaluated in our post market quality assurance laboratory.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a left ventricular assist device (lvad) placed and the following day the device delivered twenty-five inappropriate shocks due to t-wave oversensing. One of the shocks escalated the arrhythmia to polymorphic ventricular tachycardia (vt) which was terminated following two more shocks. Noise was then observed in primary and secondary vectors and the device was programmed off. The patient will most likely be implanted with a transvenous system in the near future. No additional adverse patient effects were reported.